Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced faulty aspiration probe guides and the sample probe syringe, aligned the probes, and performed a total service call. The quality controls were within acceptable ranges. The customer agreed that the discordant result was an isolated event. The cause of the discordant, (B)(6) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was run for a confirmatory test, which yielded an invalid result. The sample was then repeated twice on the same instrument and once on an alternate advia centaur instrument, resulting (B)(6). The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.